Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss and low battery alert less than week. Customer cannot recall their blood glucose reading. Customer also reported physical damaged to the insulin pump. Troubleshooting was not performed. Insulin pump will not be returning for analysis.